Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as apr 24, 2023, however the correct date is may 19, 2023. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the first case of the day, there was an incomplete flap on the first eye of the first patient. The treatment was completed with the elita and when doctor went to lift the flap of the right eye (od), he instantly could tell a partial flap was created and what appeared to be a suction loss during the treatment and the eye moved and meniscus was present. Looking back at the images from the elita report, the first image appeared to be stable, with meniscus outside the 10mm white overlay. The picture at the completion showed a large amount of meniscus and the eye appears to be shifted. At no time did the system indicate a loss in vacuum. There was some vertical movement detected prior to the ¿treat¿ button being selected, but the eye was stable. Doctor aborted the flap lift and plans to have the patient return in a month to do photorefractive keratectomy (prk) of this eye. The left eye (os) lifted with no issues and treatment was completed. Doctor also stated that he does not like the fact that you cannot see the live image of the eye during treatment and feels this could have been avoided if he had a live view.

Manufacturer narrative:
Section a4: unknown/ not provided section h6 health effect - clinical code - flap cut issues section h6 medical device problem code - dissatisfaction a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10